Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 19 oct 2015. The fse found that the wash, substrate and table temperatures were off. The fse ran quality control without any issues. The aia-600ii was working as intended. No further action required by fse. The probable cause of the event was the wash temperatures needed adjustment. A 13 month complaint and service history review for serial number (B)(4) was conducted from 15-sep-2014 through 15-oct-2015 for similar complaints. There were no similar tickets identified during the search period.

Event description:
On (B)(6) 2015 a customer reported intermittent temp errors with their aia-600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lhii, prl and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.